Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report related to a heating incident on an achieva 1.5t. A patient was examined with the spine coil. After the examination a 3rd degree burn was observed on the patient's ankle.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. It was concluded that the patient¿s injury was caused due to direct contact between the patient¿s ankle and the coil cable. The instructions for use describes how to position the sense spine coil 15ch and its cables in relation to the patient and mr bore in order to avoid a hazardous situation. The positioning of the coil cables can create unintended resonances via the patient or rf coupling with the qbc which leads to elevated coil cable temperature when the instructions for use is not followed. Factors which contributed: the patient was unresponsive. Scanning with high sar values.